Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2012 and a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2014 due to an unknown reason. The tibial bearing, locking bar, and patella were removed and replaced. Patient underwent a right knee revision procedure on (B)(6) 2015 due to ligament loosening. The tibial bearing, locking bar, and patella were removed and replaced.